Event description:
A falsely elevated troponin I result of 2.0 ng/ml was obtained. The result was not reported to the physician. The sample was retested again, and results of 0.03 & 0.02 ng/ml were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Instrument data indicates that the cause for the falsely elevated troponin I result was sample integrity.

Manufacturer narrative:
No further evaluation of the device is required. Instrument data indicates that the cause for the falsely elevated troponin I result was sample integrity. The instrument is operating within specifications.